Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Caller tested 4.7 inr on the coaguchek s system while a comparison lab returned as 3.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.